Event description:
The patient reported that he has left vocal cord paralysis following lead revision per the surgeon. It was noted that the surgeon believes it is related to swelling from surgery and will resolve over time, and the patient is already getting better. No further relevant information has been received to date.